Manufacturer narrative:
D4 gtin: corrected. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The patient¿s anatomy was moderately tortuous. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported event of balloon difficult/unable to deflate during use.

Event description:
It was reported that during procedure, while the physician was trying to deflate the subject balloon, it would not deflate. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during procedure, while the physician was trying to deflate the subject balloon, it would not deflate. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.